Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope bonding was broken. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found inside of the air/water tube and jet tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was whitish foreign material inside of the air/water tube and jet tube. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the suction, air, and water channel had no color. It was also observed that the indication on switch 1 was unclear. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide bundle had breakage. It was also observed that the objective lens and the light guide lens had a chip. Additionally, it was observed that the light guide lens had a crack. It was also observed that the adhesive on the bending section cover had wear. It was observed that the connecting tube had discoloration. It was also observed that the coating of the universal cord had peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, forceps channel port, switch box, right and left knob, up and down knob, image guide protector and on the electrical contact of the endoscope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was foreign matter attached to/clogged in the air/water tube, air/water cylinder, and sub-water channel, but the foreign matter could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.